Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor was flickering on and off. The issue was caused by high temperature. Upon further inspection, the fse found that equipment room temperature at 86 degrees. The fse adjusted the temperature and checked the connections. When the temperature was around 72 screen monitor stopped flickering. After adjusting the temperature, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable as the system worked after the temperature was normal. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor was flickering on and off. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.